Manufacturer narrative:
The reported events of failure to capture and the stylet failure to advance were not confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test was performed and found the stylet was able to advance through the lead without any restriction.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to capture and did not allow the guidewire to advance. The lead was successfully exchanged. There were no patient consequences.